Event description:
The data of the event is unk. The clinician reported upon opening the kit the guard on the scalpel was pushed back too far and did not cover the tip of the blade. This caused the blade to puncture through the plastic tray completely. As a result, it was not used.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.